Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1avr1-delsys / expiration date: 14-sep-2022 / serial#: (B)(4), UDI #:(B)(4), dev rtn to MFR? No, mfg date: 21-apr-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, an echocardiogram revealed that the patient experienced pericardial effusion. Pericardial tap was required and the leadless implantable pulse generator (ipg) was attempted not used. No further patient complications have been reported as a result of this event.